Manufacturer narrative:
With the available information, boston scientific determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Intermittent changes in pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) left ventricular (lv) lead, and right ventricular (rv) lead showed a decreasing trend in pacing impedances to low, out of range values. Additional information was received mentioning that the rv lead has been showing loss of capture (loc) and pacing inhibition, with a symptomatic patient that is pacing dependent. Noise over sensing on shock and rv channel that appears non physiologic was observed at electrograms, causing the crt-d to deliver inappropriate anti-tachycardia pacing. Furthermore, a signal artifact monitoring episode with noise and rv coil to can impedances greater than 200 ohms were observed. The pacing impedances for both rv and lv lead have been also high, out of range. The patient was admitted, and therapy was programmed off and the system was programmed to maximum outputs. The extraction was programmed to occur in the next days. Technical services wanted to know if there was a viable lv pacing vector that does not use rv coil in the event that there is intermittent loc on the rv due to fracture of distal coil. The crt-d and lv lead have been explanted, and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) left ventricular (lv) lead, and right ventricular (rv) lead showed a decreasing trend in pacing impedances to low, out of range values. Additional information was received mentioning that the rv lead has been showing loss of capture (loc) and pacing inhibition, with a symptomatic patient that is pacing dependent. Noise over sensing on shock and rv channel that appears non-physiologic was observed at electrograms, causing the crt-d to deliver inappropriate anti-tachycardia pacing. Furthermore, a signal artifact monitoring episode with noise and rv coil to can impedances greater than 200 ohms were observed. The pacing impedances for both rv and lv lead have been also high, out of range. The patient was admitted, and therapy was programmed off and the system was programmed to maximum outputs. The extraction was programmed to occur in the next days. Technical services wanted to know if there was a viable lv pacing vector that does not use rv coil in the event that there is intermittent loc on the rv due to fracture of distal coil. The crt-d and lv lead have been explanted, and the rv lead was surgically abandoned. No additional adverse patient effects were reported.